Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. The device declared elective replacement indicator (eri) at the most recent follow-up visit. A copy of device memory was saved and submitted to technical services for review, which confirmed that the device is depleting abnormally. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. The device declared elective replacement indicator (eri) at the most recent follow-up visit. A copy of device memory was saved and submitted to technical services for review, which confirmed that the device is depleting abnormally. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. Additional information: this device was received for investigation. This report includes device technical analysis.